Manufacturer narrative:
The investigation is in progress. The handpiece has not yet been received for eval at this time. One lot number, manufactured in feb 2012, was identified with this complaint. No abnormalities that could have contributed to a customer problem were found during the review. The product was released according to the MFR's acceptance criteria. A complaint history review for the lot indicates one other complaint was associated with this lot. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).

Event description:
A ophthalmic surgeon reported the aspiration pressure did not increase during surgery. The surgeon stated that air was found in the aspiration line. The surgery was completed by manually aspirating the cortex with a syringe. There was no harm to the patient.